Manufacturer narrative:
(B)(4). Batch # t5af6f. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with one ecr45b cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an upper lobectomy, the target tissue at the middle part of the jaws was not stapled at the firing. The device was used between the upper and middle lobes of the lung. It was unknown whether the middle part of the tissue slipped off the jaws at the firing, or if the staples at the middle part of the cartridge had been missing before use. The staples at the distal part and the proximal part of the cartridge were deployed, and they were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.